Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-3600dc flexible drill broke at the laser mark. This was discovered during a case and broke during use.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the flexible drill had broken. Overall length was unable to be measured due to the broken state of the device. Diameter was measure and found to be within tolerance per drawing specifications. The cause of this remains undetermined.